Event description:
The pharmacist, reported that "during a surgery, the screw could not be locked. Another screw was used. The procedure was delayed (less than 30 minutes) but was completed successfully."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.